Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) did not achieve proper hemostasis after it was removed from the patient¿s body. Fingertip compression was maintained on the skin during device removal, and the bleeding was treated with manual compression. There was no reported patient injury. The device was prepared, stored, and used according to the instructions for use. The intended procedure was transfemoral cerebral angiography (tace), and the procedure was performed using a retrograde approach. Femoral artery suitability was verified on angiography, including appropriate insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque and no access vessel tortuosity at the puncture site. There was no stent near the puncture site, and there was no vessel stenosis greater than 50 percent at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vascular closure device use. Bleeding was noted immediately after plug deployment and device removal, with pulsatile bleeding observed upon removal of the exoseal vascular closure device and sheath. The device was returned for evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) did not achieve proper hemostasis after it was removed from the patient¿s body. Fingertip compression was maintained on the skin during device removal, and the bleeding was treated with manual compression. There was no reported patient injury. The device was prepared, stored, and used according to the instructions for use. The intended procedure was transfemoral cerebral angiography (tace), and the procedure was performed using a retrograde approach. Femoral artery suitability was verified on angiography, including appropriate insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque and no access vessel tortuosity at the puncture site. There was no stent near the puncture site, and there was no vessel stenosis greater than 50 percent at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vascular closure device use. Bleeding was noted immediately after plug deployment and device removal, with pulsatile bleeding observed upon removal of the exoseal vascular closure device and sheath. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned. The exact cause of the issue experienced could not be conclusively determined during analysis and due to the nature of the complaint. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.